Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Pfs and medical records received. Pfs has no allegation reported. After review of medical records patient was revised to addressed left hip pain with elevated metal ions level, osteolysis of left proximal femur and pseudocapsule formation and wear of articular bearing surface of left total hip replacement. Doi: (B)(6) 2008, dor: (B)(6) 2019, left hip.